Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer has experienced elevated blood glucose levels (180-25- mg/dl). Troubleshooting was performed and pump passed delivery system check.